Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found no issues with the crimped stent. The hypotube was severely kinked at various locations, with two major kinks distal from the manifold strain relief. The distal outer was also severely kinked at 65 and 55mm distal to the guidewire exchange port. This type of damage is consistent with excessive force being applied to the delivery system. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, stent damage occurred. Access was obtained via radial artery. The target lesion was located in the mildly calcified and non tortuous left anterior descending artery with a reference vessel diameter of 2.5mm and a lesion length of 12mm. A 2.75x24mm promus element drug eluting stent was advanced but failed to cross the lesion. The physician pushed the device furthermore into the lesion but the tip of the stent struts gone up and got damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, stent damage occurred. Access was obtained via radial artery. The target lesion was located in the mildly calcified and non tortuous left anterior descending artery with a reference vessel diameter of 2.5mm and a lesion length of 12mm. A 2.75x24mm promus element drug eluting stent was advanced but failed to cross the lesion. The physician pushed the device furthermore into the lesion but the tip of the stent struts gone up and got damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.